Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 7. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling, bleeding, increased sensitivity and inflammation. No further patient complications were reported.